Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photographs observed a black with red particle in a tubing of the device. However, it was not confirmed whether the particle was in the patient line, because the actual sample was not shared for an on-site evaluation. The reported condition was verified. The cause was determined to be a manufacturing related issue related to human error due to omission of pin and bushing cleanings on the extruders during the manufacture of tube in the extrusion area. A nonconformance has been opened to address this issue and correction actions were implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable set with cassette had a black and red residue inside one of the cassette lines. This was observed while priming the lines during set up for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. As a result, the patient discarded all the materials, did not connect, prepared the supplies again and started the process again with the new cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6)2024. Should additional relevant information become available, a supplemental report will be submitted.